Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high capture thresholds on the right ventricular (rv) lead channel. The health care professional (hcp) had concerns if there was true loss of capture (loc). Technical services (ts) reviewed the reports and noted that there was capture. Ts stated that the right ventricular autothreshold (rvat) test could be getting fooled from the patient condition. Ts suggested following actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that there were concerns of loss of capture (loc) on the left ventricular (lv) lead channel. Ts stated that a clinical evaluation can confirm loc. The device remains in use. No adverse patient effects were reported.